Event description:
Physician reported "aiming/treatment beam reflections and burns" affecting three separate patients. The physician was using an iridex oculight slx laser console delivering 810nm laser through a trufocus lio premier to treat pediatric patients having melanomas (intra-ocular tumors, retinoblastoma). The physician stated that the laser energy was not going where he intended to put it which resulted in permanent, focused cataracts and permanent damage to the iris of each patient. The physician reported seeing "reflections" or "red streaks" of the lio aiming beam during the procedures.